Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient has impella cp right femoral artery. The patient was having some ectopy where heart team is suspecting the impella cp may be affecting it. The ectopy occurs when the patient¿s sedation is decreased. Electrophysiology consult planned for monday since cause of cardiac arrest (ventricular fibrillation arrest) is unknown. The pump was explanted the following day and the patient was noted as survived.